Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurosti mulator (ins). The reason for call was patient contacted rep earlier today to report they have been having difficulty recharging their controller for the past 8 days. Rep is not with patient at the time of call. Rep states that patient goes to charge their controller with the a/c power cord and the screen will not turn on, even if not plugged into the wall. Patient reports they will leave the remote plugged in for hours, but they don't see it turn on. Patient was at their doctor's office earlier today and the doctor tried taking the li battery out of the compartment and placing it back in, but the issue did not resolve. Rep was unsure if there was damage to the prongs at the port site of the controller or recharger antenna. The caller was not with the patient. Rep reported that serial number is unknown. Cause was not determined, rep was unable to meet patient in person to troubleshoot. Patient was instructed to call patient and technical services (pats). Rep only spoke to the patient on the phone and did not meet in office to speak with the physician. Patient called into patient services and repeated the information previously documented in this case. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw memory problem; agent walked caller through setting date and time. Caller seemed to have tried plugging the recharger into the controller as they mentioned seeing "impossible to charge, battery is too low, recharge the controller," caller confirmed a green light was f lashing on the controller when connected to ac power. Caller mentioned the implant has not been charged in a week. Interpreter, national answering service (nas) agent, and caller suddenly were no longer able to hear agent. Agent attempted several times to communicate, but nas agent said they would call pats back and the call disconnected. Agent was unable to review with caller that the equipment appeared to be functioning as intended.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: (B)(4)this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.